Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no reported adverse impact to customer¿s blood glucose level. The customer declined to share an alternate method insulin therapy.